Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient handheld worked well and could charge the ins without problem but the 1713 code was seen, even though the implant was fully charged. It looked like the implant was in overdischarge from the 1713 message, but the patient was seen on (B)(6) 2024 where a "stimulation" was said to be done and was thought it could've caused the 1713 message. The unit was powered down and back up but the message persisted. No replacement unit was sent and the issue was said to be resolved.